Event description:
The pt is reportedly experiencing sound quality issues and decreased performance. External equipment has been exchanged and programming adjustments have been made, however, the issue is not resolved. Revision surgery is under consideration.